Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected. Most likely underlying root cause: mlc-20: user's test strip had poor storage adverse event report is being submitted due to customer contacting doctor after results. Note: manufacturer contacted customer in a follow-up call on 14-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from 06/29/2020 fasting meter to lab comparison results of 109 mg/dl using truemetrix meter and 154 mg/dl lab test result. Customer was also concerned with result obtained of 175 mg/dl. The customer¿s expected fasting blood glucose test result is 110 mg/dl. The customer feels well and did not report any symptoms. Customer stated that she contacted her doctor due to the difference in results between the truemetrix meter and her lab test. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).